Manufacturer narrative:
(B)(4). Additional information has been requested from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The subject device was not returned for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received information that this patient with a 33 mm pericardial mitral valve underwent a mitral valve replacement procedure after an implant duration of five (5) months due to unknown reasons. The patient was admitted with late prosthetic tv endocarditis. The explanted valve was replaced with another 33 mm pericardial mitral valve of the same model. Post operatively, the patient status was noted as "in recovery."

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The subject device was not returned for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 33mm pericardial mitral valve, implanted in the tricuspid position, underwent a tricuspid valve replacement procedure after an implant duration of five (5) months due to endocarditis. The explanted valve was replaced with another 33mm pericardial mitral valve of the same model. Post operatively, the patient status was noted as "in recovery." No other details were provided.